Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section b3 - date of event: unknown, only provided date around april 13, 2026 section d6a - implant date: n/a - the product is not an implantable device. Section d6b - explant date: n/a - the product is not an implantable device. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the end user that the solution smelled differently than usual and felt slimy. The user also reported using the cleansing solution as they did not notice the issue that much. Inflammatory symptoms such as eye pain, itching, discharge, and pink eye were experienced. The user went to see the ophthalmologist and is currently under treatment. Through follow-up, we learned that the event occurred around april 13th, 2026. The product was purchased more than one month prior to the event and was opened approximately one week before the date of occurrence. Upon application the following morning, the customer experienced stinging, eye redness, and noticed a detergent like odor. Tearing initially occurred in the left eye only and over the following days, eye discharge gradually increased in the mornings. As of (B)(6), redness was observed in both eyes, and beginning that day, eye discharge was also noted in the right eye. The user visited an ophthalmology clinic on (B)(6) 2026 and was diagnosed with inflammation of periocular skin and conjunctivitis for both eyes. The user was also tested to assess a potential adenovirus infection and is currently using prescribed eye drops. No further information was provided.